Manufacturer narrative:
Additional information was received that the removal attempt failed due to the filter being too far embedded. The previous symptoms were provided. Additional information was received from medical records that the pre-procedure diagnosis at filter placement was ventral hernia and deep vein thrombosis. An optease filter was successfully deployed and a venocavogram showed the filter was in good position. The patient¿s medical history also included hypertension and stroke, deep venous thrombosis of the right leg (femoral, popliteal, tibial veins). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient had implantation of an optease inferior vena cava (ivc) filter. Per the medical records, the pre-procedure diagnosis at filter placement was ventral hernia and deep vein thrombosis. An optease filter was successfully deployed and a venacavogram showed the filter was in good position. The patient¿s medical history also included hypertension and stroke, deep venous thrombosis of the right leg (femoral, popliteal, tibial veins). Approximately 3 months after placement of an optease permanent vena cava filter the device subsequently malfunctioned and became imbedded in the patient¿s vena cava. The patient underwent surgery in to remove the filter, but the removal attempt failed. The patient is having leg pain and swelling, shortness of breath, and chest pains. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Chest pain, shortness of breath and leg swelling with pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.   As reported in a legal brief, approximately 3 months after placement of an optease permanent vena cava filter the device subsequently malfunctioned and became imbedded in the patient¿s vena cava. The patient underwent surgery in to remove the filter but it was too embedded and the removal attempt failed. The patient is ¿symptomatic and (treating)¿. He also is reported to be suffering from leg pain and swelling, shortness of breath, and chest pains. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes the attempted retrieval 3 months after implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Leg pain and swelling, shortness of breath, and chest pain was also reported. The timing and caused of these events could not be determined based on the information available. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the (B)(6), approximately 3 months after placement of an optease permanent vena cava filter, the device subsequently malfunctioned and became imbedded in the patient¿s vena cava.  The patient underwent surgery to remove the filter but it was too embedded and the removal attempt failed. The patient is symptomatic and (treating).  He also is reported to be suffering from leg pain and swelling, shortness of breath, and chest pains.